Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: on investigation, the pump powered up to the verify screen with auditory and vibratory features. The keypad cover was torn at the contrast button and the button was unresponsive. Removal of the keypad cover found an inverted contrast button contact. (B)(6).

Event description:
The pump was returned for investigation. Investigation found an unresponsive contrast button the button contact was inverted. This report is made based on the results of investigation completed on (B)(4) 2015.